Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The hc455 was not returned for inspection. Imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified significant damage and debris about the implant threads and drive feature. Functional testing notes that the drive feature is no longer able to seat threaded components (functional testing). No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 5 months. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hc455 dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/ CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) "seat". May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature & does not seat) or product (tsvtwb11 & hc455). Therefore, based on the available information, healing collar malfunction could not be verified with the information provided as the devices were not returned. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Device lot number: not provided/ unknown.

Event description:
It was reported that the healing collar/ abutment was unable to seat within the implant. Several abutments were tried to seat into the implant without success. Clinician is not sure if implant internal threads could be damage.